Event description:
It was reported that during a procedure to address an unrelated lead issue, the right atrial lead was found to have damage. The lead was explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.

Manufacturer narrative:
The reported event of insulation damage was not confirmed. As received a complete lead was returned cut in two pieces. Visual and x- ray examination found damage consistent with procedural damage. Electrical testing did not find any indication of conductor fractures but found shorts between the conductors due to procedural damage. All the damage found is consistent with procedural damage.